Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6) initial reporter zip: (B)(6) the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device incorrectly recording temperature, frequently fluctuating and alarming device also will not let them download the data files.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. It was reported that the temperature fluctuates, but no temperature fluctuation found during evaluation. Csv files can be downloaded onto a usb drive but don't appear when searched for on the pc. Cannot see/upload csv files. Performed pm procedure. The time on the unit was adjusted to the current time as it was not correct. Replaced drain ports, mixing and circulation pumps, heater. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The initial reporter phone number that is provided is (B)(6). The initial reporter zip code that is provided is (B)(6). A DHR is not required as the reported issue is unconfirmed. The labeling review is not required as the reported issue is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device incorrectly recording temperature, frequently fluctuating and alarming device also will not let them download the data files. Per follow up information received via mail on 22jan2025, it was awaiting the customer, waiting for the unit to be returned to them.